Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the foley catheter became disconnected. The green connector appeared intact but catheter separated from bag.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Sample analysis not applicable because there were no samples or digital image submitted with this complaint. The complaint shall be reopened if a sample is received at a later date. Since no samples or photos were received for evaluation, the reported issue could not be confirmed; however, as part of continuous improvements, a corrective and preventative action (CAPA) has been opened to investigate and address the reported condition through a more robust investigation. The results of the investigation will be documented through the CAPA.